Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The failure occurred in china. It was reported that the rotaflow displayed the error message "head error" when reaching 1000 rpm (revolutions per minute). No harm to any person has been occurred. The affected rotaflow drive (serial# (B)(6)) was investigated on 2021-08-07 by a getinge field service technician and the technician was able to confirm the reported ¿head error¿. It was reported that the error message ¿head error¿ occurred when exceeding 1000 rpm (revolutions per minute). The error is still present after restarting the device. It was determined that the rotaflow drive is faulty. Due to import restrictions in china the repair of the rotaflow drive cannot be performed at manufacturer's (em-tec) site at this time. A replacement rotaflow drive (serial#(B)(6)) was sent to the customer. The following most possible root cause could be determined for the head error: 1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure could be confirmed. The complaint will be reopened if significant investigation results become available after the drive has been send to the supplier emtec for repair. A device history review (DHR) was performed on 2021-10-12.and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow displays the error message "head error". No patient has been involved. (B)(4).